Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21apr2020.

Event description:
The field service representative reported air source failure. There was no patient involvement.

Manufacturer narrative:
G4: 08jun2020. B4: 20jun2020. The customer reported the unit having an air valve liftoff failure diagnostic error. The service engineer was contacted by the customer stating that they wanted to wait for the back ordered 12.5k preventive maintenance (pm) kit to arrive before any trouble shooting takes place. When the back ordered part arrived, the customer installed the pm kit. It was identified the unit needed a blower motor. The customer replaced 12.5k preventive maintenance (pm) kit which included the blower motor to resolve the reported issue. The unit passed all verification testing and the unit returned to service. The customer discarded the old worn out blower motor. Customer was not aware that the faulty part was needed for analysis. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.